Manufacturer narrative:
The testing and investigation found channel 1 of the device had unrestricted flow when the door was opened. This was due to the regulator closure. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, channel 1 of the device had unrestricted flow when the door was closed. There were no reports of any adverse patient events or delays in critical therapy while the device was in clinical use. Though requested, no additional information was provided.